Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the power supply. Safety and verification testing was performed and passed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the power supply failed. There was no patient involvement.